Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 87-4a320001. The reporter stated the pump gave low battery warning when new batteries were inserted into the pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/2/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings. Multiple call service 087 alarms observed in black box. During investigation cs 69 alarm reproduced during rewind. Unable to perform steps 13, 17-22 due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. ¿cs69¿ failure written as ¿cs87¿ failure in histories. The error is resident to flash chip (u39). Display is dim with a red hue. Battery compartment is cracked alongside of pump.